Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a report of the patient's device showed a "0" in the conduction table. It was further reported that there was an inconsistency with the diagnostics because one report didn't match the other. The caller also stated that the atrial port on the device was plugged. The device remains in use. No patient complications have been reported as a result of this event.